Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a diagnostic procedure, the autoclavable camera head's image was intermittent. The display image was on and off. The intended procedure was completed with a similar device without delay. The patient was not under anesthesia. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. During the inspection, the customer's reported issue was not found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.